Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this greenlight moxy fiber underwent a thorough analysis. Visual inspection of the fiber noted that the glass and metal caps were detached and not returned for analysis; therefore, the level of devitrification could not be determined. Upon functional testing with the helium-neon (hene) laser fixture, it was noted that there were no signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage.

Event description:
It was reported that the fiber was returned without initial reporter and performance allegation information. Analysis of the returned device identified that the glass and metal caps were detached.